Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. A summary of the investigation findings are summarized below: the customer reported false positive patient results with the ID now covid-19 assay during routine patient testing of nasopharyngeal samples that were collected using unknown swabs and tested directly immediately after collection. Confirmation testing was performed using pcr (unknown manufacturer). We were unable to confirm details of confirmation testing; the dates and times of the repeat test results; and any additional information regarding the patients (including the information required for vigilance reporting). A review of the manufacturing and quality control release testing for test base lot m144031 . Concluded that the lot met release specifications. Retain kits for this lot were was tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The current overall percentage of false positive patient results (confirmed, unconfirmed, and conflicting), based on the total number of devices sold and the evidence available, was 0.01% for lot m144031 , which indicated that lot m144031 is performing as expected. The log files submitted to abbott diagnostics scarborough were reviewed for ID now covid-19 false positives for the test date of (B)(6) 2021 and logfiles showed that valid positive test results were generated on that date, and no errors or issues were observed in the log file. In conclusion, the batch record review, retain kit testing, complaint trending, and instrument log review concluded that the product met acceptance criteria for release and no product issue was identified. Taking into consideration the information in the complaint case regarding the patient's presenting symptoms, the limited information available from the hospital's confirmatory testing, as well as the batch record, log file reviews and retain testing conducted as part of the complaint investigation, abbott diagnostics scarborough has not identified any relationship between the patient's death and the known performance of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the customer states the fukushima city health center conducted confirmatory pcr testing. This is a public health center. They are unable to provide the brand and other details of pcr machine and method. The kamimatugawa clinic does not know which pcr was used at fukushima city health center. The customer usually receives the confirmatory pcr testing result in 2 days; however, the customer cannot confirm the exact date of receipt. The customer did confirmed the pcr test are conducted on the same day as the ID now test is conducted.

Manufacturer narrative:
As part of our investigation, a medical opinion is pending to determine the relation of this device to the reported phenomenon. The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report numbers: 1221359-2021-03094 death ((B)(6) 2021), 1221359-2021-03309 ((B)(6) 2021), 1221359-2021-03310 ((B)(6) 2021).

Event description:
The customer reported (4) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) (death) on a direct tested nasopharyngeal swab. This MFR. Report addresses patient 1 of 4. The customer reported that the patient's ID now covid-19 assay performed on (B)(6) 2021 generated a positive result. Pcr confirmation testing performed on generated negative results. The customer reported that the pcr test result took two days due to the highest numbers of covid19 positive patient in (B)(6) at that time. The customer requested to conduct the pcr test outside of their facility as this facility was overwhelmed. The customer reported that the patient had no symptoms. This was a voluntary covid testing patient. No additional patient information, including treatment and outcome, was provided.